Event description:
A peritoneal dialysis rn has reported that one patient had a possible cassette leak with this tubing set. It has been learned that this patient was undergoing dialysis when the machine had alarmed and the caregiver tried to clear the alarm. The caregiver has reported that he manipulated both the machine and this tubing set multiple times in order to get it to work. He then opened the door and noticed that the cassette had leaked. As a result of this leak, the patient was given a prophylactic dose of intraperitoneal antibiotics for possible contamination. The set has been saved for evaluation. The patient is reportedly fine and able to continue peritoneal dialysis with no further ill effect that resulted from this event.